Event description:
It was reported that one pt had to be re-intubated after the tube pulled out due to shuttle and track separation. It was further reported that this happened while the pt was being moved.

Manufacturer narrative:
.